Event description:
It was reported to intuvie that the infusion pump continued to run after the infusion was complete, filling the administration set tubing with air. The pump then failed to issue an alarm. Although the patient was not harmed, the patient was sent to the emergency department for evaluation. All test and lab results were within normal limits, and the patient was subsequently discharged home.

Manufacturer narrative:
It was reported to intuvie that the infusion pump continued to run after the infusion was complete, filling the administration set tubing with air. The pump then failed to issue an alarm. The device was returned for evaluation and tested; however, no faults were found during the investigation. A review of the serial number history revealed no prior similar complaints. The failure mode was not confirmed and the cause remains undetermined. CAPA- zm2023-08 has been initiated to investigate the failure. Reference to complaint # (B)(4).